Manufacturer narrative:
Follow-up #1: date of submission: 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings:the display is blank. Unable to perform steps 10 and 11 due to blank display. Pump case is cracked between keypad and case seal. Pump leaks at crack in case. Pump opened and moisture damage found on pcb. Blank display due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.